Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed the self-test, unexpected restart, displacement test, and basic occlusion tests. The device was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery wasn't performed due to prime anomaly. The following cosmetic damage was noted: cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the lcd.

Event description:
Customer's father reported via phone, they have performed the high pressure test on the device and it pass. However, customer stated that each time he reconnects the device to the customer his blood glucose will go high. Blood glucose had been over 350 mg/dl. Customer's father has used different types of set, spoken to the customer's doctor who changed his basal rates and bolus wizard settings and doctor believes issue with the device. Customer also tends to play while he is wearing the device in the dirt and it might have gotten it inside and has scratched the display. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.